Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received notification for non-sustained rv oversensing via merlin.net. Post-paced t-wave oversensing was noted on the ventricular lead. Review of the episodes showed possible cause of fusion is inappropriate parameter setting and pmt. Programming changes were made. The patient is doing fine.